Event description:
It was reported that during a procedure to implant a stent, the stent would not deploy. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The trigger mechanism had been pulled back to the limit stop position. The guiding tube connector was clipped out of the grip proximally. The outer sheath was kinked at the guiding tube. The stent was released and enclosed. The inner catheter and the filler material protruded from the tip 141 mm. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had happened. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. Connecting or disconnecting a syringe with a male luer lock may lead to a leverage effect that levers the blue winged adapter out on one side and pulls if from the holding gripper. After this kind of accidental detachment, the stent must not be released using the trigger mechanism any more. The information for use for this device states: when using the multifunctional handle, the delivery system is used as supplied. When using the device without the multifunctional handle, the delivery system must be separated from the multifunctional handle before use. Any effort to clip the adapter back into the performaxx grip may lead to the premature and uncontrolled release of the stent. The exact cause of the complaint could not be determined. This application represents an off-label use for this device. The information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.